Event description:
Provider stated intermittent problem, sometimes it works, then shuts down to cool off and works again

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.